Event description:
It was reported that the patient was on arctic sun device, but the patient was foley would not register. It also would not read on the bedside monitor. Mis suggested replacing the foley, or using a rectal or esophageal probe, if able. Called back an hour later. They were pulling the first foley and would call back if temperature did not register.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was on an arctic sun device, but the patient's foley would not register. It also would not read on the bedside monitor. Mis suggested replacing the foley, or using a rectal or esophageal probe, if able. Called back an hour later. They were pulling the first foley and would call back if temperature did not register.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.